Event description:
It was reported to philips that there was an issue with footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and confirmed that the footswitch did not work correctly. Upon troubleshooting, the fse found that the user sometimes had to press the foot pedal several times. To resolve the issue, the fse replaced the wired foot pedal and returned it to philips for further analysis. However, the cause of the wired foot pedal failure could not be conclusively determined by the supplier's part analysis, and they found other failure related to missing anti-slip. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would have identified this issue prior to use. Based on reevaluation, this case is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.